Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said she noticed her symptoms were increasing and she is getting up more at night. Patient said she is getting up 3 times at night and was only getting up once. Patient said she is not able to fully void and she said she really has to push and only a trickle comes out. Patient mentioned she knows stimulation is on because sometimes she is able to feel something in her foot. Patient was able to increase stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they had notified their healthcare provider on (B)(6) 2020, when they were having the problem. They noted the problem (urinary retention) was still happening on and off.